Event description:
Medtronic received information that during the bypass procedure, a leak from the arterial sampling was observed and bone wax was applied in an attempt to resolve the issue. The attempt was ineffective and the port broke-off completely, leaking body fluid. The patient's hematocrit decreased to 15 from hemodilution, due to losing body fluid. The circuit was changed-out and another conventional circuit was used to complete the case. The circuit was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection revealed the arterial sampling line was broke off at sampling port stem area, which attaches to the oxygenator. The sampling line was not returned with device. Further inspection noted bone wax was placed around the sampling luer. Conclusion: device failure occurred and was related to the event. The patient experienced low hematocrit values due to the replacement fluids from the leak. Analysis confirmed the broken port and the cause of the incident was attributed to a design anomaly with the product.